Event description:
It was reported that lumen extraction balloon had leakage and a hole. The event occurred during a therapeutic bile duct stone removal procedure. The procedure completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the balloon might have been forcefully pulled while the protective cover. The balloon was extend and retracted with the endoscope's forceps elevator raised, causing the balloon to rub against the forceps elevator. The balloon was not fully deflated when the product was inserted into the endoscope, causing the slack balloon to catch on the endoscope channel or forceps table a review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be prevented by following the instructions for use which state: these instruments have been designed to be used with olympus endoscopes to endoscopically remove stones such as calculi, pancreatic and common bile duct stones, to remove bile sludge from the biliary system and to facilitate injection of contrast medium into the biliary system. Do not use these instruments for any purpose other than their intended use. Never use excessive force to operate the instrument. This could damage the instrument. Be sure to check the marks and indication on the premeasured syringes to see if its maximum volume matches the maximum diameter of the inflated balloon indicated on the air-feeding port. An improper combination of the premeasured syringe and the balloon catheter may cause excessive inflation of the balloon, resulting in patient injuries such as tissue inflammation. This may also cause damage to the instrument. Do not inflate the balloon rapidly. The balloon may burst and the pieces could remain in the duct. This could result in mucous membrane damage. Do not inflate the balloon with too much air. Otherwise, the balloon may burst and the pieces could remain in the duct. Confirm that the balloon is completely deflated when inserting the instrument into the endoscope. If the balloon is not deflated completely, the distal end of the instrument may extend from the distal end of the endoscope abruptly. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage, and could damage the endoscope and/or instrument. Do not operate the instrument abruptly or with excessive force when retrieving a foreign object. Otherwise, patient injury such as bleeding, mucous membrane damage, or edema may occur. Be sure to check the size of the treated duct under the x-ray image before inflating the balloon and use the premeasured syringe as described to obtain the desired balloon diameter. Besides, make sure to feed air carefully while observing the balloon under the x-ray image. Otherwise, the balloon may be inflated larger than the diameter of the bile duct, resulting in excessive dilation of the bile duct or mucous membrane damage. Or the balloon may burst, causing mucous membrane damage or the pieces remaining in the duct. Do not force the distal end of the insertion portion against body cavity tissue. This could result in perforation, bleeding or mucous membrane damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.